Event description:
It was reported via legal documentation that approximately 148 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear and loosening. Revision surgery operative notes were provided. Post operative diagnosis noted osteolysis of both medial and lateral posterior condyles as well as the lateral distal condyle. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.